Manufacturer narrative:
The reported issue related to pressure transducer test failure during pre-use check has been confirmed during evaluation of the provided problem description, device logs and service report. According to the information provided by the field service engineer (fse), it was found the nozzle unit was defective and the part has been replaced. No part was returned for further analysis. The nozzle units are replaced by each preventive maintenance (pm), and pm for this device was verified to be overdue. Therefore, the root cause of the issue could be related to expected wear and tear. The correction of field h4 device manufacture date was required. It is based on internal evaluation. #h4 previous manufacture date: 11/24/2016. Corrected manufacture date: 11/25/2016.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).